Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "pump 704922 had an upstream occlusion failure." Device operator was unknown. Medication infused was unknown. Patient involvement was unknown.

Manufacturer narrative:
Upon further review, since the pump was not correctly configured with the customer's correct library, this could have been the initial reason why the pump was flagged for return. The pump was reported for an upstream occlusion failure but there were no signs of an infusion being ran on the pump when the event log was reviewed. No signs of patient involvement. Reported issue not found, device not performing to specification.

Manufacturer narrative:
It was also noted that the pump did not have the customer's desired library, "optmob", but was rather loaded with the library "plus_v1". Upon review of the pump's configuration records, it was programmed to optmob but upon physical review it does not have that configuration.

Manufacturer narrative:
The product was received on 2/20/2023 and the complaint was reopened on 3/20/2024 for pump evaluation. DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/20/2024: patient involvement is unknown. The pump's event log was pulled and reviewed, in order to see if there were any upstream occlusion alarms. The upstream occlusion alarm can be seen by the "e04" code in the event log. Upon review of the log, there was no evidence of the e04 code at all, or any infusion being ran on the pump at all. The pump was then tested with the testing protocol for upstream occlusion alarms. During functional testing the reported issue was not duplicated. The pump successfully completed a 100 ml infusion without alarming upstream occlusion falsely or when it shouldn't have, and alarmed when the line was clamped. Reported issue not found, device performing to specification.

Manufacturer narrative:
-Section g2 and g3 were corrected in order to highlight the report source and the day that the last information was received. -section g6 the investigation findings and conclusion codes were updated to reflect the incorrect library configuration findings from device evaluation, which were reported in past filings in h11. The component code section was updated to include pump, which is the device as a whole.